Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented for a routine device check. Upon interrogation an episode of non-sustained rv oversensing was observed. Programming changes were not made at this time. The patient will continue to be monitored.